Event description:
A discrepant result was obtained on the device when compared to a lab. The device results reported were >8.0 inr. The reported lab results were 3.8 and 3.08 inr. The device was replaced and requested to be returned for eval.